Event description:
Olympus was informed that during an unspecified procedure, o-ring of the high-pressure hose maj-1080 fell from the groove of the yoke when the facility was changing the co2 cylinder. There was no report of pt injury.

Manufacturer narrative:
The subject hose was not returned to olympus. Users can attache an o-ring following the instructions of replacement procedure for packing (o-ring) of the cylinder hose for uhi-3, and the facility seemed to re-attach the o-ring to continue using the hose. The hose is designed so that an o-ring is placed on the groove of the yoke and locked with an o-ring nut. There was the possibility that the o-ring lock nut might not have been set on the yoke properly, so the o-ring was not locked perfectly. In this situation, the o-ring fell finally because the o-ring nut became loose when the high-pressure hose was attached to or detached from a co2 bottle. Olympus also checked the mfg history of the subject device, and there was no irregularity found. There were no further details provided. If significant additional info is received, this report will be supplemented. This event is being submitted as a medical device report in an abundance of caution.